Event description:
Secondary IV bag appeared to drain faster than expected. Infusion was stopped immediately. Pump was programmed and running correctly. No leaks or other issues noted. Question of whether secondary bag could have emptied up into the primary bag, through backcheck valve. Medication in secondary bag was magnesium sulfate, 2 grams in 50 ml. No harm to patient. Lot numbers from primary and secondary sets in this report are from lots in same supply bins; actual device packaging was not retained. Product sent to carefusion for evaluation.